Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. Customer did not perform troubleshooting for high blood glucose reading. The customer's blood glucose was 44 mg/dl at the time of incident. The insulin exited after set changes. The set and reservoir will not be returning for analysis. The insulin pump will not be returned for analysis. Customer did not use auto-mode features.